Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was off and failed to work. A field service engineer inspected and found main drawer failed and showed as device not detected on bus. The fse proceeded to inspect the back of the drawer and immediately noticed no lights were on in any control boards. Further, the fse replaced both the individual drawer control boards and the pyxibus module control board and verified the drawer functionality to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had no power. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.